Event description:
Additional information was received. At index procedure a 34x34x150 valiant was implanted at the celiac artery and a 36x36x100 valiant was implanted at proximal side. A distal type I endoleak was observed coming from the 34x34x150. The proximal and distal neck diameter was 34mm. The distal neck length by centerline was 24mm.

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that a distal type I endoleak was observed. An intervention was performed and the physician implanted two valiant de vices resolving the distal type I endoleak. The cause of the distal type I endoleak is unknown. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).